Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not function correctly. The device did not alarm despite the cassette becoming completely dry. Another backup pump was used and the patient successfully continued with therapy. There was patient involvement, no injury was reported.

Manufacturer narrative:
H6: codes were updated. The suspected device was not returned for evaluation. Therefore, visual inspection, functional testing, and event history log review could not be performed. A review of the available service history identified no previous related repairs within the last 12 months. The complaint of customer reported pump did not alarm when the infusion cassette became completely dry was unable to confirm due to the device not being returned. The probable cause could not be determined.